Manufacturer narrative:
No device returned to olympus for evaluation. The cause of the reported event could not be conclusively determined. The investigation is ongoing, if new and relevant information becomes available later, this report will be supplemented. The importer's report has been submitted under MDR#2429304 - 2022 - 00151.

Event description:
Olympus was informed that during endobronchial ultrasound procedure, the coil portion of the aspiration needle fell off into the patient¿s lungs. The coil was reportedly retrieved from the patient with the use of forceps, and non-olympus foreign body retrieval probe. No reported adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported complaint was confirmed. The following was observed during the evaluation: buckling was found at a position about 570 mm from the tip. The tip of the insertion tube was deformed, and the coil part fell off. There was no deformation or scratches found on the tip of the needle. The operation of the stylet was defective. One the stylet was forcibly pulled out, a foreign substance thought to be of biological origin was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. . It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the coil sheath detached from the tip of the sheath and fell off due to the following mechanism: (1) press the tip of the sheath against the tissues of the trachea, bronchi, esophagus and surrounding organs. (2) the sheath and coil sheath are bent by pushing the scope while pressing the sheath against the tissue. (3) if the needle is pushed out while the sheath and the coil sheath are bent, the tip of the needle is caught in the bent part of the coil sheath and the needle cannot be pushed out. (4) when the needle could not be pushed out, the coil sheath moved by applying additional force to force the needle out. (5) although the coil sheath moved, the needle did not protrude, so the needle was pulled back again. (6) by repeating (4) and (5), the coil sheath came off from the tip of the sheath. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet.¿ ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument.¿ ¿turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument.¿ ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injuries, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ this supplemental report includes a correction to e1 and g2 from the initial medwatch. New information has been added to d4, d8, d9, h3 and h4. Olympus will continue to monitor field performance for this device.